Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference# 3006705815-2020-31741. It was reported the patient has been receiving inadequate therapy due to one lead migrating. As a result, the patient underwent surgical intervention on (B)(6) 2020, where the lead was repositioned back to the original position. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.